Event description:
In 2008 at 3:55pm, the lay-user/pt contacted lifescan (lfs) alleging that she never received the replacement meter. This medical affairs specialist contacted the pt to obtain more info on 1/23/07. The pt indicated that she called more than 3 months ago to have the lfs meter replaced, but the new meter did not arrive and the pt did not follow up with lifescan regarding the missing meter. The pt indicated she then did not test her blood glucose since 2007. On the day prior to original date at 5:30am, the pt woke up with symptoms described as "shaky, headache, light headed, sick, and irritable". The pt stated that she did not know whether she was experiencing hyperglycemia or hypoglycemia. The pt did not take any action in regards to diabetes treatment. She does not remember how the symptoms abated. The pt felt that since she did not have a meter, she could not treat herself accordingly at the time of concern. The pt also did not test on any other meter and did not require any medical intervention. During troubleshooting, the customer care advocate sent out replacement products to the pt. This complaint is being reported because the pt alleged she had symptoms that can be consistent with hypoglycemia after not receiving replacement products since 2007. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.